Manufacturer narrative:
H.6 investigation summary. Material #: 367846. Lot/batch #: 2200093. Bd had not received samples but 1photo was returned for investigation. Visual examination of the photo was performed and revealed foreign matter (fm) on the side of the shelf pack. There is a metal object sticking out of the side of the shelf pack, it is unclear what the metal object is. Bd was able to confirm the customer¿s indicated failure mode with the investigation completed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® k2 edta blood collection tubes that there was foreign matter in the tube. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details an employee was stuck by the nail while reaching in the box to place the product on the shelf. Customer reports that there was a nail sticking out of the product packaging and outer box was sealed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® k2 edta blood collection tubes that there was foreign matter in the tube. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details an employee was stuck by the nail while reaching in the box to place the product on the shelf. Customer reports that there was a nail sticking out of the product packaging and outer box was sealed.